Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that system was exhibiting intermittent pacing impedance measurements less 200 ohms on the atrial channel due to a suspected insulation break. A revision procedure was performed and the physician did not identify any lead damage during the extraction procedure. The lead was tested with the pacing system analyzer (psa) and the impedance was in the 280 ohm to 320 ohm range. The device and atrial lead were removed from service and replaced. Additionally, the pacing/sensing portion of the associated right ventricular (rv) lead was removed from service due to chronically low r-wave measurements. No additional adverse patient effects were reported.